Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Root cause analysis: per the description of event, "it was reported that a patient with a 11500a 25mm aortic valve underwent a valve-in-valve procedure after an implant duration of 1 year, 2 months due to insufficiency with leaflet failure, "flail aortic cusp". The patient presented in acute on chronic diastolic heart failure, nyha 111-1v. A 28mm true balloon was used, a 29mm 9600tfx transcatheter valve was successfully implanted." The product was not returned for evaluation and no imaging was provided, however, medical records were provided which confirmed the reported insufficiency with leaflet failure. A DHR review was performed and no related non-conformances were found. Structural valve degeneration/deterioration (svd) refers to changes intrinsic to the valve such as leaflet tear. These may present as regurgitation, stenosis, increase/high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Based on the information received, the complaint of leaflet failure was confirmed via received records, though a definitive root cause cannot be conclusively determined. The customer did, however, state the insufficiency was due to natural disease progression and the patient has a history of hyperlipidemia and coronary artery disease. An edwards defect has not been confirmed.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 11500a 25mm aortic valve underwent a valve-in-valve procedure after an implant duration of 1 year, 2 months due to insufficiency with leaflet failure, flail aortic cusp. The patient presented in acute on chronic diastolic heart failure, nyha 111-1v. A 28mm true balloon was used, a 29mm 9600tfx transcatheter valve was successfully implanted. Per medical records a pre tavr tee revealed severe ai with confirmed leaflet failure, "flail aortic cusp", ef 50 %.